Event description:
Healthcare professional (hcp) reports a pt was placed on the CT 190g dialyzer and baxter 550 hemodialysis device to perform the hemodialysis treatment. The target weight removal was set at 1 kg over 4 hours. The hcp received multiple alarms on the hemodialysis device noting that the tmp was fluxuating outside the set parameters. The hcp then reports she received a fl-08 alarm on the hemodialysis device 1/2 hour into the pt's 4 hour treatment. The hcp stopped this alarm by disengaging the ultrafiltrate controller and proceeded to perform the treatment by manually calculating the tmp at 20. The hcp weighed the pt 1 hour prior to completion of therapy and found that he was 3 kg over dry weight. The pt was asymptomatic at this time. The hcp raised the tmp to 150 and weighed the pt every 15 minutes. The pt completed the treatment and was at his dry weight. The pt left the unit for home without incident.